Manufacturer narrative:
Investigation: observations and testing: received one unused unit in an opened package from catalog number 381223, lot number 6209305. Visually and microscopically inspected the return unit and was unable to identify any foreign matter on the catheter tubing as reported by the customer. Test description: visual & microscopic. Samples/ photos: according to the visual analysis of the photos containing the claimed samples, however, it was not possible to verify foreign matter on the catheter as claimed. DHR/ qn/ ncmr review: the final assembly lot: 6188067, used in the final product lot: 6209305 of insyte 22g x 1.00 ww was analyzed as presence of "foreign matter/ no foreign matter" and no records of this defect were evidenced. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter, for the lots involved in this complaint, according to the DHR of the lot above. Bd was unable to reproduce the incident in question. Investigation comments: according to the analysis of the photos containing the sample claimed, it was unable to confirm this complaint. In addition, no records of non-conformity or any other data of foreign matter were evidenced in the lots involved. Based on the investigations to date the root cause was not found for this complaint. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Manufacturer narrative:
Correction: the date of event was reported as 08/07/2017. The actual date of event was (B)(6) 2017. The date received by manufacturer was reported as 08/07/2017. The actual date received by manufacturer was (B)(6) 2017. Date of event: (B)(6) 2017. Date received by manufacturer: (B)(6) 2017.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a clear piece of plastic was found on the side of the catheter on a 22 g x 1.00 in. Bd insyte¿ peripheral venous catheter before use. No injury or medical intervention.